Manufacturer narrative:
Device evaluation confirmed a broken cable. There is damage on cable unit and therefore the water tightness is lost. Evaluation presumed that the ¿no image¿ was caused by residual liquid that was not completely dried after the last reprocessing, causing a shortcut that led to the lost image. A review of the device history record found the subject device was shipped in accordance with specifications. Per instruction for use (IFU), it states : ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ based on investigation, the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.

Event description:
It was reported the subject device had a broken wire ( "broken wire of camera head,) and does not transmit recorded screen". The issue was found at preparation for use.there was no patient impact, no harm reported due to the event.